Manufacturer narrative:
The filter set was retained by customer and will not be released, therefore not available for inspection. The review of the prismaflex hf1400 set device history record for lot number 14g0107 shows that no mfg anomaly was recorded regarding this lot number. The complaint history files show no similar complaint for lot number 14g0107. The root cause of the reported event remains unk and we have no indication of a general failure on this lot number.

Event description:
(B)(4).